Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The lesion being treated was located in the circumflex artery (cx). The physician was attempting to advance a 3.00x24mm promus element stent when during advancement over the guide wire, before entering the guide catheter the stent slipped from the stent delivery balloon. The stent was not used, nor had any contact with the patient's body. No patient complications were reported and patient status was reported as stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination of the device found that the stent was returned partially inside a stent protector and it was loaded onto a product mandrel. The stent delivery system (sds) was not returned. The stent was not inflated or stretched. At one end of the stent the struts were slightly raised. This damaged section had an approximate diameter of 2.20mm. The stent length was measured as 24mm. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The lesion being treated was located in the circumflex artery (cx). The physician was attempting to advance a 3.00x24mm promus element stent when during advancement over the guide wire, before entering the guide catheter the stent slipped from the stent delivery balloon. The stent was not used, nor had any contact with the patient's body. No patient complications were reported and patient status was reported as stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4)